Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received; patient reported their device was turned off as the pain was causing weakness down their right leg. Patient indicated they are currently on muscle relaxers and will continue to try and find a new health care provider to work with.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient experienced pain across their lower back and down their right leg. The pain started as twinges and suddenly became worse on (B)(6) 2016. The patient stated she could hardly move. The patients implantable neurostimulator (ins) is on their left side and they denied any trauma or falls that may have affected the device. The patient stated that she recently got a CT scan for her stomach. The patient had stomach issues a couple months before report. Additional information from the patient stated that the patient forgot how to turn the device off and instead turned it down which helped some but not a lot. The patient spoke to an urologist nurse who did not think it was the stimulator. The patient was referred to her primary care physician who stated that the device needed to be ruled out. The patient was reviewed how to turn stimulation off and it was explained that 0.0 is not the same as off. The patient reported she had issues putting on her gym shoes, could not go upstairs, and she had pain when she would bear weight on her leg to walk or drive. The patient stated she had to slide down the stairs because she was afraid her leg would give out. The patient confirmed they knew how to turn stimulation on and off and would leave it off until she spoke to the urologist nurse on (B)(6) 2016 to report on whether turning off stimulation helped, made it worse, or if the pain stayed the same. Additional information was received from the patient on (B)(6) 2016 which stated that the patient called the healthcare professional to have the leads checked and hadnt heard back from them at all. She had been pushed off to her family doctor and she said she was going to push her back to the other doctor. The patient stated that the day after report will be a week of her hurt and in pain. The patient stated that she did not turn off the device but turned it down to 0.0 and feels better but it isnt gone. The patient thought it was the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.